Event description:
It was reported that this left ventricular (lv) lead was fractured. It was noted that this lead is a non-(B)(6) lead. A lead revision was performed, this lv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).